Manufacturer narrative:
The root cause is confirmed as deep infection.

Event description:
Abutment screw replacement due to treatment of deep infection. Pain when loading was reported as a clinical sign in addition to the infection. Surgery took place on (B)(6) 2023.